Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the definitive root cause of the leak from the plasma line seal safe weld cannot be conclusively determined. Possible causes of a leak from the weld include but are not limited to: operator using inadequate process to make and confirm the weld. Anomaly in the plasma line tubing that weakened the spot where the weld was made causing the weld to fail under pressure.

Event description:
The customer reported that an operator was using the seal safe on the trima machine post platelet collection to disconnect the plasma bag from the set. The seal that was created was reported as "poor" and broke, causing plasma to spray into the eyes of the operator. Immediately post exposure, the operator completed a 15 minute eye wash. The operator and the donors blood were tested post exposure and all results for (B)(6) were (B)(6). The platelet collection set is not available for return because it was discarded by the customer.